Event description:
Caller reported incorrect pump time, which exceeded a discrepancy of more than five minutes between displayed and actual time. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer was assisted in updating the pump time and was advised to monitor and follow up if discrepancies reoccur. No known reason for the incorrect time was detected, and the caller understood and acknowledged the advice given.